Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient is reprogrammed and her stimulator is now kept on a lower setting to avoid uncomfortable stimulation. There was not any determination made for the cause of the shocking and positional stimulation issues. The patient is now using lower settings to avoid the shocking and positional issues. The issue has been resolved. No patient symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was experiencing shocking in their whole body. When raising their arm, the patient would experience stimulation in the same area, in their stomach and legs, but the sensation would be much higher. It was also reported that when lying down, the patient's stimulation would change to a higher level of sensation and would be in a different area. The patient wasn't able to say if the settings were higher than what it was normally set at. Impedances were checked and all values were within normal range. It was noted that body position was likely causing the changes in stimulation. No falls or traumas were reported that could be related to the issue. The manufacturer representative was to reprogram the patient's settings for laying down and to monitor the situation. It was noted that the issue occurred three to four months prior to the date of this report. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.